Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). The device serial number and date of manufacture were documented as unknown in the initial report. The serial number and date of manufacture have all been updated accordingly. The UDI has also been updated accordingly. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The device serial/lot number is unknown; therefore, UDI: (B)(4). Device manufacture date was unknown. The device serial or lot number was unknown. Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device had an e6 (overheat warning) error code. The same drill was reconnected with the same error code. It was also reported that the drill was swapped out and everything was fine. According to the reporter, after re-boot once the case was finished the defective drill was connected again and the same error code e6 appeared. It was reported that there was less than a 30 minute delay in the surgical procedure and a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. During evaluation it was determined that the device passed all manufacturing specifications. Therefore, the reported condition could not be duplicated nor confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. If additional information should become available, a supplemental medwatch report will be sent accordingly.